Event description:
Caller states the patient tested 7.6 inr on coaguchek system and 5.04 on comparison lab. No actions taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.